Manufacturer narrative:
The instrument involved with the complaint has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported because there were gouges found on the thoracic grasper instrument during a da vinci surgery. Although the patient reportedly did not sustain any injuries as a result of the alleged issue, the patient received intervention (x-ray) to check if any foreign bodies were left inside the patient. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with the complaint and completed device evaluation on (B)(4) 2014. Investigation confirmed that the surface of the instrument's main tube at the distal end appeared to be scraped off with deep scratches and gouge marks at several areas. The scratches were various in lengths and were not aligned with the main tube axis. Material from the insulation coating was confirmed to be missing at the distal end as a result the metal surface was revealed. Additional observation not reported by the customer was a discolored surface of the entire main tube. White discoloration marks were present from the proximal to the distal end of the main tube. No other was damage found. Evidence not conclusive, but main tube discoloration was likely due to improper cleaning. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Warning: endowrist instruments, accessories, and endoscopes should be handled and operated by trained personnel. Handle with care. Avoid mechanical shock or stress that can cause damage to the device.

Event description:
It was reported that during a da vinci lung biopsy procedure on (B)(6) 2013, the surgical scrub and surgeon observed gouges on a thoracic grasper instrument after it was removed from the 5mm port. A telescope was used to look for any fragments inside the patient and none were found. An x-ray was also performed after the surgery and no foreign bodies were found. The patient reportedly has not had any post-operative complications or readmissions as a result of the reported event. A CT scan was performed on (B)(6) 2014 for an unspecified reason and it did not show any adverse complications. The reporter believes that the gouges could have been caused by the instrument torquing against the 5mm cannula. It was also reported that the instrument was inspected prior to use and after use with the surgeon and no irregularities were observed. It is not known why the site did not report this reported event to intuitive surgical, inc. On or near the event date.